Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is saturated. Associated malfunctions for this device: valve stuck, muffler leaks, power switch short circuited, tie wraps and gear clamps leaking.